Manufacturer narrative:
The device is not available for evaluation; however, a lot number was provided. A lot history review is pending.

Event description:
The event involved a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip where it was reported the tubing was blocked. There was patient unknown patient involvement, however, no harm reported.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 13856062 was reviewed and no non conformities were found that would led to the reported complaint.